Event description:
It was reported that during therapy on an unstable angina pectoris patient who had deteriorated hemodynamics, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and pumping stopped within ten (10) minutes after the iabp was started. An attempt was made to restart the device with no success. At the time, the iabp could not be switched out so the surgeon performed percutaneous cardiopulmonary support until an iabp replacement was available. After two (2) hours, the iabp was then replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to evaluate the iabp unit and was able to duplicate the customer's reported issue. It was noted that when the pump was booted up, the executive processor board led codes changed from f7 to f0 which were displayed on two 7-segment led readouts on the executive processor board; subsequently, the error was generated. The fse replaced the front end board and the power management board and confirmed that the reported event was no longer reproducible. As a precautionary measure, the fse also replaced the backplane board, strain relief mounting plate, strain relief fork, video generator board, upper display monitor board, front end board, power on switch and led cable, flat head screw and relevant labels. The fse has opted to perform running tests on the unit for two weeks and then provide feedback to the customer. The iabp unit has not been cleared for clinical use. A supplemental report will be submitted when further information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and pumping stopped within ten (10) minutes after the iabp was started. An attempt was made to restart the device with no success. At the time, the iabp could not be switched out so the surgeon performed percutaneous cardiopulmonary support until an iabp replacement was available. After two (2) hours, the iabp was then replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that started the repairs reported that in order to perform a running test for one month, the safety disk, the tidal disk, and the touchscreen assembly were replaced. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. The supplier stated that they could not repair the board and returned it as unrepairable. The supplier could not repair the board. The supplier after replacing components q27,cr70,q33,q34 and q52, still experienced a failure of the board. The supplier stated that the board was unrepairable and returned the board to nrc in an unrepairable condition. The board will be scrapped as per procedure.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and pumping stopped within ten (10) minutes after the iabp was started. An attempt was made to restart the device with no success. At the time, the iabp could not be switched out so the surgeon performed percutaneous cardiopulmonary support until an iabp replacement was available. After two (2) hours, the iabp was then replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and pumping stopped within ten (10) minutes after the iabp was started. An attempt was made to restart the device with no success. At the time, the iabp could not be switched out so the surgeon performed percutaneous cardiopulmonary support until an iabp replacement was available. After two (2) hours, the iabp was then replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The getinge national repair center (nrc) evaluated the executive power management board and was not able to reproduce the reported issue. The nrc placed the board into a cardiosave intra-aortic balloon pump (iabp) test fixture and tested the board to factory specifications per service bulletin 0055-00-0779. The nrc could not verify the failure of internal communication failure alarm. The nrc did verify the failure of the unit not being able to be shut down, and the batteries not charging. The board failed testing. The part has been sent to the supplier for further analysis. A supplemental report will be submitted if subsequent information is provided.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and pumping stopped within ten (10) minutes after the iabp was started. An attempt was made to restart the device with no success. At the time, the iabp could not be switched out so the surgeon performed percutaneous cardiopulmonary support until an iabp replacement was available. After two (2) hours, the iabp was then replaced to continue therapy without issue. There was no patient harm and no adverse event was reported.